Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported error code 571.6201 was related to several patient controlled analgesia (pca) modules. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned. Although requested no additional information will be provided by the customer, no devices will be returned.